Event description:
It was reported that the patient was symptomatic. The pulse generator exhibited no rate response. The sensor was reactivated via the accent rate responsive sensor adjustment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.